Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 565 days after the coronary drug eluting stenting treatment procedure, the patient expired. Target lesion 1 (8mm long) was identified in the right posterior descending artery (r-pda) with a 2.5mm reference vessel diameter. The lesion was mildly calcified and with moderate tortuosity. Target lesion 1 was treated with pre dilatation and placement of a 2.50 mm x 12 mm taxus express2 drug eluting stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. At 565 days after the index procedure, the patient expired. The cause of death was coronary artery disease and atrial fibrillation. Per the physician, a device causality is unknown at this time. The facility is waiting for the death certificate to become available. It is unknown if an autopsy has been performed.